Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide for visual inspection of all accessories and equipment. They also outline the steps for handling and proper use of the equipment and accessories to prevent damages. The steps for exchange of accessories are outlined in the pm. It further warns that damaged accessories and equipment should be reported and exchanged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the waist bag had a torn belt loop. It was also stated that the site disposed the bag. It was further stated that there was no effect on patient. No additional information available.

Manufacturer narrative:
The waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the waist pack was not provided. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged waist pack are most often attributed to a tear on the belt loop due to the handling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.